Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. Mother stated that the customer had been sick with gastro paresis for 2 years and was admitted into the intensive care unit. Blood glucose value was over 400 mg/dl. Customer's mother stated that the customer has been hospitalized multiple times since starting insulin pump therapy in (B)(6) 2015 due to high blood glucose caused by bent cannulas. She stated that one of the times her blood glucose was 1000 mg/dl. Customer was at the hospital at the time of the call and was unable to troubleshoot or provide additional information. Mother requested to call the customer the next week but customer could not be reached.